Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on (B)(6) 2016 with dry eye in both eyes. A brief description of the event says that patient still notes dryness in the morning, although improved with current therapy. Patient is using artificial tears four times a day, restasis twice a day in both eyes. Discussed punctal plugs as next step, patient declined and wishes to continue with current treatment for the next couple of months. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of dryness in the morning with current therapy. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye, pre-op 20/20, -1.25 x .00 x 90; left eye, pre-op 20/20, -1.50 x -.50 x 15. Bcva from (B)(6) 2016: right eye, post-op 20/20, -.25 x .00 x 90; left eye, post-op 20/20, .00 x .00 x 90.